Event description:
Information received indicated the valve was removed due to dilated root and pseudoaneurysm. During explant valve leaflets were found intact, the tissue was noted to be thin. Valve was replaced with no additional consequence to the pt.